Event description:
The customer reports that one patient sample generated an initial false (B)(6) architect cmv igg assay result (B)(6). The result was reported from the lab and questioned by the patient's physician. The sample was retested nine days later and generated a (B)(6). Controls have remained within specification on all runs. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
The customer replaced all six wash zone (wz) probes on the architect i2000sr analyzer per the recommendation of the abbott technical applications specialist (tas) and the instrument was monitored for additional occurrences of erratic results. No further instances have been documented. The issue has been considered resolved by replacement of the wash zone probes. A review of instrument service history subsequent to the replacement of the wz probes confirms that no additional reports of erratic results have been documented against the architect i2000sr analyzer, s/n (B)(4), to date. No adverse or non-statistical trends were identified for wz probe source part 08c94-35 (base part 92307) in a 12 month review period. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108) january, 2010 and the cmv igg (6c15) package insert (48-3349/r4, december, 2008) contain information to address the customer's current issue. Based on the available information and the current evaluation, there is no indication of a deficiency of the architect i2000sr analyzer.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No consequences or impact to patient (B)(4). False (B)(6) result (B)(4).